Event description:
Twenty min after case was complete, the pt developed loss of pulses in the right lower extremity. Removal of the glycol plug from mynx was performed, a vascular surgeon was called in to assist, this took 5 hrs.